Event description:
Caller alleged imprecision with inratio meter. Results as follows: 1.5, 3.5, 4.7, 4. Caller has been using inratio for 1 yr. His target range is 2-3. He usually doesn't need to repeat the test because inr readings are in his target range. Yesterday, his first inr 1.5, he repeated immediately on other fingers and got 3.5, 4.7, 4. No medication change. He also tested his wife. Her inr 0.8 and 1.0. Caller stated that his meter was on bed during the test and he added multiple blood drops.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2009; 1st inr = 1.5; 2nd inr = 3.5; 3rd inr = 4.7; 4th inr = 4.0. Inratio meter: mean = 3.43; sd = 1.37; %cv = 40.13. Since 40.13% cv is more than 20%, the precision test failed the criteria for precision. Additional testing is required. Products were not returned for eval. In-house precision test: inratio meter: in-house meters (B)(4). Retained strip ln: 080584a. Two therapeutic donors. In-house precision testing provided (inratio meter): donor 4: in-house (inr): 2.1; 2.2. Mean = 2.15. Sd = 0.07. %cv = 3.29% pass. Donor 5: in-house (inr): 2.3; 2.5. Mean = 2.40. Sd = 0.14. %cv = 5.89% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 3.29% and 5.89% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.